Event description:
It was reported through medwatch report #mw5190606 that the patient had heartmate 3 left ventricular assist device (lvad) implanted on (B)(6) 2021 for heart failure with reduced ejection fraction (hfref) 2/2 peripartum cardiomyopathy. The patient had chronic methicillin-susceptible staphylococcus aureus driveline infection since (B)(6) 2025 and was placed on chronic antibiotic suppression. They developed high-grade methicillin-resistant staphylococcus aureus (mrsa) bacteremia on (B)(6) 2026 and was briefly admitted for antibiotic therapy. The patient left this admission against medical advice (ama). The patient was readmitted on (B)(6) 2026 and was restarted on antibiotic therapy. They were discharged on (B)(6) 2026 after leaving ama with instructions to follow up with the outpatient infusion clinic. The patient presented to a local emergency room on (B)(6) 2026 with profound shock, hypotension, and low lvad flow requiring intubation and multiple vasopressors. The shock was attributed to both septic and cardiogenic etiologies, primarily related to persistent lvad driveline infection and advanced heart failure. The patient then developed acute hypoxemic respiratory failure with having severe metabolic acidosis and was anuric despite bumetanide infusion. Continuous renal replacement therapy (crrt) was initiated for refractory acidosis and renal failure. They developed absent gag and corneal reflexes. A computed tomography (CT) head revealed mild bifrontal and left temporal lobe subarachnoid hemorrhage without mass effect or midline shift. Computed tomography angiography (cta) demonstrated a small focal aneurysmal dilatation of the left middle cerebral artery (mca). Neurosurgery recommended seizure prophylaxis with levetiracetam. The patient was found to have a supratherapeutic international normalized ratio (inr) of 5.17 and was reversed with vitamin k and fresh frozen plasma (ffp). Ultimately, the patient transitioned to comfort measures and passed away (B)(6) 2026 at 1619.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.